Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. The pump passed the displacement test. However, unable to prime during the prime test and had a motor error alarm during the basic occlusion test due to a faulty force sensor. No other alarms were noted. The drive support was inspected and no anomaly was noted. The pump was received with a corroded motor home switch. No traces of moisture were noted at the electronic assemblies. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and a compromised force sensor system alarm. The customer stated that she may have been laying on the device. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 109 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.